Manufacturer narrative:
Concomitant medical products: 305c225 tissue valve implanted on (B)(6) 2011; a5dr01 ipg. Implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible far field r waves over-sensing and possible t-waves were noted on stored electrograms which possibly led to inappropriate mode switching due to the over-sensing. An increase in atrial capture thresholds was also identified. Both the right atrial (ra) lead and the right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.